Event description:
It was reported to covidien on 2/9/10 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed femorally and was later found to have small holes punched through the extensions. The holes are right where the clamps close on the tubing. Catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.